Event description:
It was reported, the patient stimulator became infected. It was reported as "2 years ago" in (B)(6) that the patient had the device removed. The patient had a (B)(6) infection "really bad." It was also reported, the patient had everything removed in (B)(6) 2010. It was reported that it went "pretty good their head." It was further reported when it was removed it caused a spinal fluid leak, and it "leaked from the brain" and caused a cerebellar hemorrhage stroke, and the patient had brain surgery. The patient would get headaches as a result of the event. It was stated that the scar that was cut open to remove the device stayed open, and it was thought that was where the infection had started, as they went back in and cleaned it all out about a week later. The patient "passed out with the stroke from leaking so many fluid." It was unclear when the stroke occurred in related to explant of devices. It was clarified that the patient had also had a pump removed at the same time, which was where the patient's scar and infection had been. It was later reported, the patient had been seen by their health care provider (hcp) in (B)(6) 2011 and had not been using the dorsal stimulator for "quite some time." The patient requested the device be removed, as he no longer needed or wanted them. It was reported there were no issues with the device. The device was removed, and on (B)(6) 2011 a csf leak was discovered from the midline incision where the dorsal stimulator had been located. The leak was a result of the incision not closing properly on its own. Sometimes the hcp sutures the area closed but in this case they did not. It was noted there was some pus at the location as well. A culture was done and found to be negative for infection. A pic line with antibiotics was done as a precaution. The wound was washed out, drained, and debrided until they were down to the area of healthy tissue. The wound was closed and sutured and there were not any signs of drainage after that. The health care provider stated there was never any infection associated with the event. It was stated, the csf leak and pus had nothing to do with the pump system. The hcp denied that the hemorrhagic stroke was caused by the csf leak or the stimulator. It was reported to have been unrelated and had nothing to do with the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), product type lead; product ID: 3778-60 lot# serial#,(B)(4), product type lead; product ID: 3708240 lot# serial# (B)(4), product type extension; product ID: 37742 lot# serial# (B)(4), product type programmer, patient; product ID: 37752 lot# serial# (B)(4), product type recharger. (B)(4).